Event description:
Instrument failure - the blue post broke off while implanting the augment glenoid. The 3.5 drill bit broke off during surgery in the patient. The piece of the drill bit was left in the patient.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.